Event description:
It was reported that the patient was completing a routine battery change. The patient was able to power the pump back on with a new battery however the pump then lost power and was unable to power back on.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were no power issues noted in the pump's history. There was no damage found to the battery cap or battery compartment. The battery cap was able to securely tightly to the pump. A battery cap contact test was performed and no electrical connection issues were found. The pump was exercised for 24 and the pump was found to power on normally with no alarms noted. During the evaluation for an unrelated issue, the pump was found not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.